Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided the following survey responses: the scope was cleaned and disinfected prior to being sent for repair. Was there a malfunction of reprocessing accessories marked as ¿unknown¿. It is ¿unknown¿ if there was any delay of pre-cleaning. It is marked ¿unknown¿ if the insertion section was wiped. The indicated ¿yes¿ the presoaked the endoscope in detergent solution. The customer wiped/brushed the insertion section with clean lint free cloth, brush, or sponge. No further information was able to be provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it could not be specified the cause of the unidentified foreign material remained in the device since it was unknown if the reprocessing was conducted in accordance with instructions for use (IFU) from the obtained information. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected/prevented by following the IFU sections: - the instruction manual evis lucera gif/cf/pcf type 260 series describes how to detect for the suggested event in chapter 3 preparation and inspection. - the instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The returned device was evaluated at the repair center and customer allegation of pinhole could not be confirmed. There were few additional findings during device evaluation. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. The up/down knob had corrosion. Forceps channel port was shaved. Scope connector had corrosion. Suction cylinder was shaved. Control unit had discoloration. Electrical connector had corrosion due to water leakage. Scratches were found throughout the device. Follow up in progress to obtain additional information from customer regarding device reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The company representative on behalf of the customer reported to olympus, the evis lucera gastrointestinal videoscope had a pinhole. There were no reports of patient harm associated with the event. The device was returned to olympus. Upon device evaluation, it was found that the bending section cover had foreign materials. This report is being submitted for reportable malfunction found during evaluation.